Event description:
Customer reported that a pyxis anesthesia 4000 system experiences continuous shutdowns and reboots during use. The customer stated user was unable to log in to device. The length of the delay to patient care was not disclosed. The nature of the procedure was not disclosed. There was no reported patient or user harm.

Manufacturer narrative:
Customer reported that a pyxis anesthesia 4000 system experiences continuous shutdowns and reboots during use. The customer stated user was unable to log in to device. The length of the delay to patient care was not disclosed. The nature of the procedure was not disclosed. There was no reported patient or user harm. This event is recorded in complaint number (B)(4). A technical support specialist remotely accessed the device, finding no evidence of a system error message. The technical support specialist performed a database clean and reinstated a clean database to mitigate the reported issue. Customer confirmed device was operational.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d4, d5, d9, g1, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-aug-2020 to 11-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system experienced continuous shutdown and reboots due to software issues. The technical support specialist dialed into the station and found no evidence of error message. He performed a database cleaning to mitigate the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
Customer reported that a pyxis anesthesia 4000 system experiences continuous shutdowns and reboots during use. The customer stated user was unable to log in to device. The length of the delay to patient care was not disclosed. The nature of the procedure was not disclosed. There was no reported patient or user harm